Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular lead was attempted to be implanted, but not used due to the patient's anatomy. Another lead was implanted. No patient complications have been reported as a result of this event.